Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) including the right atrial (ra), right ventricular (rv) lead and left ventricular (lv) lead were explanted due to unknown reasons. No additional adverse patient effects were reported. Additional information was received this crtd system was explanted due to infection in the pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Analysis of the returned product is not able to provide relevant information for infection related allegations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) including the right atrial (ra), right ventricular (rv) lead and left ventricular (lv) lead were explanted due to unknown reasons. No additional adverse patient effects were reported. Additional information was received this crtd system was explanted due to infection in the pocket. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) including the right atrial (ra), right ventricular (rv) lead and left ventricular (lv) lead were explanted due to unknown reasons. No additional adverse patient effects were reported.